Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 2.631mg/day, bupivacaine 20mg/ml at 5.262mg/day and clonidine 100mcg/ml at 26.31 mcg/day via an implantable pump. It was reported that the patient experienced discomfort at pump pocket site since it was last replaced in (B)(6) 2020. At that time, the patient went from a 20 ml to 40 ml pump. The environmental, external or patient factors that may have led or contributed to the issue was the patient went from a smaller to larger pump size, which could have been the cause of the ongoing pump pocket discomfort. The actions and interventions taken to resolve the issue was the physician created a new pump pocket and relocated the pump more medially. He used an 8785 accessory kit to place a new collet between the pump and spinal segments. After connecting the pump segment to the pump, the catheter was aspirated with positive return of csf. The pump was placed in the new pocket and the incision site were closed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.